Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (pavm) using a lantern delivery microcatheter (lantern). During the procedure, the physician introduced a non-penumbra guide catheter from the right femoral vein (fv) to the left pulmonary artery (pa). Next, prior to flushing the lantern on the back table, the physician found a five to ten centimeter kink on the proximal end of the lantern. The physician then attempted to insert a guide wire into the lantern but encountered resistance. Therefore, the lantern was not used in the procedure. The procedure was completed using another microcatheter. There was no report of an adverse effect to the patient.